Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Injured my lip [lip injury]. Lip bled [lip haemorrhage]. Brush heads come loose while brushing [device connection issue]. Case narrative: consumer stated on phone that brush head came loose while brushing, it injured their lip and lip bled. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text: pending investigation.

Event description:
Injured my lip, lip bled [lip haemorrhage], brush heads come loose while brushing [device connection issue]. Case narrative: consumer stated on phone that brush head came loose while brushing, it injured their lip and lip bled. No serious injury was reported. 03-jul-2025: device information updated on data received on 02-jul-2025. Follow-up: suspect product updated.